Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported elevated ldh could not be determined through this evaluation. The heartmate ii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The heartmate ii lvas IFU outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that the patient was admitted to the hospital (B)(6) 2019 due to elevated lactate dehydrogenase (ldh). The patient was treated with heparin and integrilin infusions, and bridged with lovenox. The patient was discharged on (B)(6) 2019 with normal ldh levels and is currently doing well at home. No further information was provided.